Event description:
It was reported that the patient had pain at their pocket site. The pocket site had become tender over the couple of weeks prior to the report, ever since they turned their stimulator up. They were also experiencing a severe shocking sensation whenever they coughed but only at the battery site. The shocking sensation had been going on for quite some time prior to the report and it was strong enough to take the patient off their feet. The impedance testing was performed and the impedances were within normal ranges. Reprogramming the lead did not solve the problem. The patient was turned off their stimulator for a few hours to see if the pocket pain lessened but they still had pain and tenderness at the battery site with the device on or off. The patient was noted to have great coverage of their painful areas and they didn¿t even want to turn their device off for a couple of hours. The patient was planning to set up an appointment with their doctor but an appointment date was not known at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).